Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in an 81-year-old female patient with a past medical history of coronary artery disease (cad) presenting in scai stage c shock on inotropes, vasopressors, and an intra-aortic balloon pump (iabp) prior to initiation of support. The impella cp was inserted for ventricular support during high-risk percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. During the pci procedure, a slight ooze was observed coming out of the 14fr peel away sheath which appeared to be caused by the single access sheath. There was a guide engaged with the vessel wired; therefore, there was no possibility to re-stick the patient. An attempt was made to pull the companion sheath back slightly; however, this did not appear to work. The procedure was continued, and it was noted that the ooze was continuous and pooling under the drape. Bleeding was noted to be coming out of the introducer when the companion sheath was inserted. The valve of the introducer was leaking. The patient subsequently became hypotensive, and volume and blood products were administered. Activated clotting time (act) was 300 at the time of the bleed. Hemostasis was achieved once the companion sheath was removed. The patient was hemodynamically stable at the end of the procedure. The post-procedure outcome was survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. This is one of two reports. This report is for the introducer and another report was sent for the pump 1220648-2026-03663.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.